Event description:
Caller reported experiencing intermittent occlusion alarms. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by correction bolus via pump. To resolve the occlusion issues, the customer changed the infusion set and cartridge and resumed insulin therapy.